Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four months following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram indicated mild paravalvular leak (pvl). The pvl was present upon the six-month follow up appointment. No treatment was required. No adverse patient effects were reported. Additional information was received which indicated that approximately five years, two months following valve implant, a computed tomography angiography was performed and revealed trace hypoattenuated leaflet thickening, aortic leaflet calcification, and calcified and noncalcified atherosclerosis in the left anterior descending and right coronary arteries which likely resulted in significant stenoses. Approximately five months later, a transthoracic echocardiogram was performed and revealed abnormally increased transvalvular gradients, indicating stenosis, and mild pvl. 21 days later, an acute kidney injury was identified. The creatinine level was 1.31 mg/dl, and then preoperatively increased to 1.56 mg/dl, which was thought to be due to the hypoperfusion from aortic insufficiency and venous congestion. Additionally, intravenous diuretics were administered leading up to the surgery. A foley catheter was used for continuous output monitoring. The next day, the patient was admitted to the hospital and was reported to have significant stenosis and moderate pvl, as well as left main coronary artery disease presenting with non-st segment myocardial infarction. Subsequently, the valve was surgically explanted and replaced with a non-medtronic valve. Five days following surgery, the creatinine was noted to be normalized to 1.17 mg/dl. No additional adverse patient effects were reported.

Event description:
Additional information received which indicated that following the initial implant of this transcatheter aortic valve, paravalvular leak (pvl) was not present on the 30-day follow-up transthoracic echocardiogram (tte). However, approximately 4 months following the valve implant a diastolic murmur was identified during a pre-operative exam for bladder cancer. This was discussed with the echo-cardiologist in which it was thought to be potential pvl. At the 6-month follow-up which occurred 7 months following the valve implant, a tte identified mild pvl. As reported, this aligned with the exam findings 4 months earlier. Symptoms were not present, and no treatment was required. The tte at approximately 2 years and the tee at approximately 5 years and 7 months following implant both noted a well seat bioprosthetic valve. Additionally, the non-st elevation myocardial infarction was not related to the valve itself.

Manufacturer narrative:
Updated/corrected data: b1, b2, b5, d6b, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.